Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the endobutton did not slide and therefore the device cannot be used. This was noticed before use. There was no harm for patient, operator or third party. There was no case involvement. No further information received. Update (B)(6) 18-mar-2025: further information was provided that the issue occurred during a surgery and the event did not result in patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-1588rt-2j tightrope® ii rt, with deploying suture was received for investigation. Visual evaluation of the returned device noted one of the sutures was no longer assembled to the button. It was further noted that the loops remained intact. Functional testing was performed by tensioning the white loop suture strands to ensure movement of the loops and the device was found to function as required. No problem found. Refer to investigation photos.